Event description:
(B)(6) incident report received reporting balloon deflation failure with use of one 011-41229-01 7f td catheter. It was reported "the balloon catheter is not deflated even when ie deflation valve remains open". The report did indicate there were no clinical consequences to the patient. The catheter device would have been pre-tested which includes inflation integrity testing prior to placement. As of the date of this report, there has been no response to the mfgers. Follow up requests for additional event information and device return status. Investigation: a review of the mfg. Lot build database for the reported lot# 2884813 (mfg. Date 06/2014) showed (B)(4) units were mfg. Tested, inspected and released. There were no exception documents generated during the lot build.

Manufacturer narrative:
Findings: the involved device has not been returned to the manufacturer for analysis and confirmation. Prior to placement the catheter device would have been pre-tested which includes inflation integrity testing. It is unknown if the instructions in the catheter directions for use for deflating the balloon, opening the stopcock and removing the inflation syringe were followed.